Event description:
Pt. Undergoing gamma knife procedure, moved his arms into a position so that when the table dropped his arm was caught between the table and the unit resulting in a fractured humerus/bleeding. Report was initially filed with the MFR 2/24/1998. Pt expired on 3/5/1998 never fully recovering from the incident.